Event description:
It was reported that there was a transfer relay failure. The device was very hot only after few shocks. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the energy transfer relay was very hot after only a few shocks were delivered to a patient simulator. Physio replaced the transfer relay, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced transfer relay and determined that root cause for the reported incident was electrical shorting, due to damage to the relay coil wires.